Manufacturer narrative:
(B)(4): secondary surgical intervention, lens explanted and exchanged for shorter lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The reporter indicated a probable cause of the event was inaccurate white-to-white measurement. The patients post-op bscva was 20/20. The lens was discarded by the facility.

Manufacturer narrative:
Additional information received. The reporter indicated the patient post-op was experiencing glare/halo issues. The patient was medically treated with alphagan, which failed to help the patient. The patient was then treated with pilocarpine 1%, which had a miotic effect. (B)(4).